Manufacturer narrative:
Model #1488 camera head catalog # 1488210105 serial number (B)(4) was returned to stryker endo for investigation; the reported failure was not confirmed. No problem during visual inspection of the camera head. Serial number on the camera head is intact and legible. Model 1488 camera head serial number (B)(4) was received and on analysis and testing of the unit we did not find anything wrong with the camera head. The camera head was tested several days with different camera control units, couplers, scopes, and accessories at different locations and the picture was fine all the time, no issues were observed. Our investigation does not agree with the customer¿s complaint. Camera head was pressure tested, air pressure was conducted, and the camera head passed the tests. Camera head was inspected by final quality control and no deviations were found. Camera head conforms to specifications. Root cause: the failure mode was not confirmed. Camera head conforms to specifications. Possible root causes could be the scope or the coupler. In sum, the product was returned, but the failure mode was not confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were three separate ten minute delays in surgery due to poor quality image, but the procedure was completed successfully with no medical intervention.

Event description:
It was reported that there were three separate ten minute delays in surgery due to poor quality image, but the procedure was completed successfully with no medical intervention.